Event description:
Patient complained that the port that had been therapeutically implanted in 2005 had been subsequently recalled during a boston scientific initiated voluntary recall. Consequently, the port was explanted from the pt the 48 days later. A replacement PICC was implanted in the patient the same day. There were no indications that there were any adverse affects on the patient as a result of the device implant, use or the explant of the port.